Event description:
It was reported that the pt experienced no stimulation sensation in over six months. The pt also experienced falls, "all the time." The pt's implantable neurostimulator had never been checked. The pt was to contact the physician. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).